Manufacturer narrative:
H3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted the shaft was bent. One device partially applied single use loading unit(sulu) was received preloaded on the instrument. Two fully applied device with disrupted timing and one partially applied device with disrupted timing was received. Scratches were noted on the inner tube of all three sulu's. Functional testing was precluded to the observed condition of the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu indicated by the scratches on the inner tube of the sulu's. Replication of the bent shaft may be due to rough handling of the instrument. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laproscopic inguinal hernia repair, when the surgeon was firing the tacker into the mesh and ligaments to secure the mesh into the patient, the surgeon went as far as to load the device to ensure that it was loaded properly. The device had multiple misfiring and jamming. A few times the device never fully deployed the tacks into the mesh and tissue. The surgical time was extended by thirty minutes or more. The surgeon went through the three separate devices before eventually deciding to move forward with another type of device to complete the case. There was no patient injury.